Event description:
It was reported the thunderbeat surgical instrument's jaw broke off during an unspecified procedure. It was not specified where the component broke off nor if additional invention was required. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.